Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported at the start of anterior vitrectomy procedure to remove vitreous loss due to a posterior capsule tear that occurred during a cataract procedure, the surgeon found the vitrectomy cutter was not working (not cutting or aspirating). This recurred with the second vitrector cutter. The surgeon decided not to complete the procedure at that time and the intraocular lens was not implanted. The surgeon indicated he will schedule another procedure at a later date. The cause of the posterior capsule rupture was not known.

Manufacturer narrative:
No sample has been returned for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are six additional complaints associated with the component lots for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).